Event description:
It was reported, there was a cuff failure of a 6.0 low pressure cuffed tracheostomy tube when placed in surgery. The pt went to the recovery room and it was noticed that spo2 was dropping. It was reported that the anesthesiologist performed a bronchoscopy and visualized the cuff had a bubble on it. The tube was removed and replaced with another. It is not known if the cuff was pre-tested.

Manufacturer narrative:
The tube is not available for failure investigation. The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. If the lot number becomes available for further investigation, a f/u report will be submitted should any significant info result.